Event description:
The customer reported that the system displayed high ma errors during a patient case. No patient death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hv supply regulator pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.